Event description:
Event description guidant received information that 69.6 months post implant, this abdominally implanted implantable cardioverter defibrillator (ICD) could not be interrogated. Upon lead testing, the lead system exhibited lower than expected lead impedance measurements. The entire system was explanted. A new guidant ICD and lead system was subsequently implanted. The explanted device was returned to guidant for analysis.